Event description:
On (B)(6) 2013, it was reported that the patient went to the hospital on (B)(6) 2013 with hyperglycemia. The patient told her nurse that she does not think his infusion device delivers the basal deliveries programed in the device, but does deliver insulin when no delivery has been programmed. No information about what treatment the patient received at the hospital was available. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.